Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The physician received several unsuccessful cavity integrity assessment (cia) tests. The physician performed a hysteroscopy which revealed a uterine perforation. It is unk if the intervention was required. The physician aborted the procedure and the patient was discharged home. A few days later, the patient was experiencing "severe abdominal pain." On (B)(6) 2014, the patient went to the emergency room and a laparoscopy revealed "brown fluid" and a foul odor was detected. The patient's rectum was perforated and the physician performed a resection. The patient was discharged on (B)(6) 2014 with a colostomy bag. It is unk when the colostomy bag will be reversed. We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacturer date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).